Manufacturer narrative:
Manufacturer¿s analysis of the device that was returned with no information noted that the overlay had a damaged spot that skipped, and the fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.